Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during assisted extracapsular lens extraction surgery and the posterior chamber intraocular lens insertion over capsular challenges on the right eye, the patient experienced a posterior capsule rupture after the placement of ophthalmic viscoelastic, and expression of vitreous was observed. Anterior vitrectomy was performed, and the patient was treated with moxifloxacin and dexamethasone. Current condition of patient is recovered with persistent condition. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the posterior capsule rupture/tear and additional medical/surgical intervention complaint conditions. As no lot code or sample was received/confirmed, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4).